Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had been experiencing high blood glucose. On (B)(6) 2017, the customer had woken up to a high blood glucose level of 465 mg/dl. The customer treated with a manual shot and had changed out the infusion set, site, and reservoir. The customer¿s current blood glucose level was unknown. Troubleshooting was performed and insulin exited without incident. They removed the infusion set. It was found that the cannula was curved. The device passed the basic occlusion test. The device passed the self-test. The device will not be returned for analysis.